Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter-in-law reported via phone call that the customer was hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was 160 mg/dl. Blood glucose level at the time of the call was 494 mg/dl, which was treated with manual injection. Caller also stated that the customer had neuropathy in her leg. Caller stated that the insulin pump's buttons were hard to push and alarms were occurring. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons were functioning properly and no button error alarms occurred during testing. All buttons operated correctly when pressed and released. No damage to the button dome switches noted. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was able to download to the care link pro software without any errors. The pump was received with cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.